Manufacturer narrative:
Per good faith effort (gfe) response, the customer stated that the device was not turning on and called technical support to get the part number for the replacement battery; however, upon fully checking the device, the customer later discovered that the issue was actually that the ac power cord was damaged. The customer therefore replaced the ac power cord and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was low and not charging properly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the battery was low and not charging properly. The customer believed that the cause was due to the faulty battery as the customer had it out of the device. The remote service engineer (rse) could not troubleshoot the device but provided the customer with the part number of the replacement internal battery for repair. This investigation is ongoing.